Event description:
Reporter alleged that he attempted to use the aviva meter but could not as it did not have power. Reporter alleged that about 4 hours later, he was sweating, weak, and unable to get up to get something to eat. Reporter stated that his son tried to give him orange juice and his family called for assistance. Reporter stated that the emts obtained a result of 40-49 mg/dl on their device, took him to the hospital and he was given a glucose IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.